Event description:
A pt with "end stage" myeloma had painful, debilitating vertebral body compression fractures of t6, t9, t11, t12 and l1. He underwnet a 5-level balloon kyphoplasty. The pt's preoperative evaluation of bleeding and coagulation parameters revealed normal values. The kyphoplasty procedure was completed without any apparent difficulty or signs of excessive bleeding. After the procedure, the pt appeared to be recovering routinely. Approx four hrs after the procedure the pt was in extremis. Resuscitation efforts failed and the pt died. During the resuscitation, it was noted that there was a significant amount of blood in the chest. The preliminary autopsy results showed bleeding from treated vertebral bodies, including paraspinal and perinephric hematomas.